Manufacturer narrative:
Device returned on 10/3/2016. Date MFR. Rec: 10/26/2016. Indigo otologic angled attachment (model # 1845020, serial # (B)(4)) was returned for analysis. Analysis could not confirm the reported event of excessive heat. Pre-repair temperature testing was performed. Pre-repair temperature of device after running for 5 minutes was 78.1 degrees f. Analysis indicated that the bearings on the device were corroded. The device was repaired, tested to manufacturer product specifications and returned to the customer. Indigo otologic straight attachment (model # 1845010, serial # (B)(4)) was returned for analysis. Analysis could not confirm the reported event of excessive heat. Pre-repair temperature testing was performed. Pre-repair temperature of device after running for 5 minutes was 96.2 degrees f. Analysis indicated that the bearings on the device were corroded. The device was repaired, tested to manufacturer product specifications and returned to the customer. Indigo otologic angled attachment (model # 1845020, serial # (B)(4)) was further evaluated. Evaluation indicated that the bearings were corroded, the gears were worn and input/output shaft was worn. The device was repaired, tested to manufacturer product specifications and returned to the customer. Methods: actual device evaluated; visual inspection. Conclusion: device repaired and returned; unable to confirm complaint.

Manufacturer narrative:
Concomitant medical products: 1845000: high speed indigo otologic drill, serial # (B)(4), lot # 209455624, manufactured date -apr/16/2015, 510(k) # k081475. 1845010: indigo otologic straight attachment, serial # (B)(4), lot # 207228997, manufactured date - jul/29/2013, 510(k) # k081475. 1845020: indigo otologic angled attachment, serial # (B)(4), lot # 208923580, manufactured date - nov/26/2014, 510(k) # k081475. Indigo otologic angled attachment (model # 1845020, serial # (B)(4)) and indigo otologic straight attachment (model # 1845010, serial # (B)(4)) were not returned for analysis. High speed indigo otologic drill (model # 1845000, serial # (B)(4)) was returned for analysis. Analysis could not confirm the reported event of excessive heat. Pre-repair temperature testing was performed. The ambient temperature was 72.4 degrees f. Pre-repair temperatures at 1 min were the following: t1 ¿ 73.9 degrees f and t2 - 76.1 degrees f. There was no fault found with the device. Indigo otologic angled attachment (model # 1845020, serial # (B)(4)) was returned for analysis. Analysis could not confirm the reported event of excessive heat. Pre-repair temperature testing was performed. Pre-repair temperature of the collet at 1 min was 74.1 degrees f. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the indigo handpiece and attachments were overheating. There was no report of patient impact.

Manufacturer narrative:
(B)(4): indigo drill UDI # ¿ (B)(4). Indigo straight attachment UDI # - (B)(4). Indigo angled attachment UDI # - (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.